Manufacturer narrative:
(B)(4). Concomitant medical products: unknown liner, pn unknown, ln unknown , unknown head, pn unknown, ln unknown , unknown cup, pn unknown, ln unknown, unknown stem, pn unknown, ln unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00558. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a hip arthroplasty on an unknown date. Subsequently, the patient was revised for a revision due to disassociation of the acetabular liner from the cup. Attempts were made to obtain additional information; however, none was available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs by a third party hcp noting superolateral dislocation of the left hip arthroplasty including the constraining ring. DHR was unable to be reviewed as the lot number of the device is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.